Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A service history review was performed, and it was found that there was one previous service activity in the last 12 months but it was not related to this complaint.

Event description:
A flow accuracy test failure was reported on a plum 360 driver intl eng during testing and it alarmed when the infusion was over. An underdelivery was reported as it only infused 18ml instead of 20ml as expected. The pump was tested five times and the 'giving set' was also changed. No patients were involved during the unit testing. There was no report of human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.